Manufacturer narrative:
The product information was not provided. The manufacture date could not be determined without the product information.

Event description:
A diabetes educator from australia stated the customer received a blood glucose reading of 24mmol/l on the contour link meter, which he treated prior to going to a sporting event. At the commencement of the event, the customer experienced hyopoglycemia. He ate his lunch and other food that was intended to treat hypoglycemia in order to bring his glucose to a safe level. No additional information was provided about the incident. On a previous occasion, the customer received a blood glucose reading of 24mmol/l on the contour link, re-tested on a different meter and received a reading of 9mmol/l. The difference between the readings fell in the "c" zone of the error grid, making the difference clinically significant. No ae alleged at that time. The customer no longer has the meter and strips.